Event description:
It was reported that post a stenting procedure, stent thrombosis occurred. A 10x24mm carotid wallstent was successfully placed in the left carotid artery. The patient was discharged on plavix and aspirin to be administered for 6 months. The patient discontinued administering the plavix and aspirin 1 month post procedure. The patient returned 38 weeks post procedure presenting with symptoms of motion weakness in the right arm and leg. Angiography was performed and revealed a thrombosis at the carotid wallstent. The distal portion of the stent was described as ¿marrowed.¿ cerebral infarct areas were also identified. No further patient complications were reported and the patient is having normal behavior. The patient was administrated plavix and heparin and the symptoms are significantly reduced.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).